Event description:
Medtronic received information regarding an imaging system being used during a cranial resection procedure. It was reported that the main cart monitor appeared to power off in the middle of the case. The manufacturer representative (rep) reported that the camera cart monitor still had the software displayed on the monitor. The rep reported that the site restarted the software, which did not resolve the issue. The use of medtronic navigation was aborted. There was no delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: product ID: 9735823, lot number: unknown h3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The system was serviced in the field and no failure was found. B01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.